Event description:
Info received indicates the head hi/low function would not go up or down and has a slow drift.

Manufacturer narrative:
The technician found the manifold block was leaking oil. He replaced the manifold block to repair the bed.